Manufacturer narrative:
No sample available for investigation. DHR review did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, however the manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: patient's lip was burned as a result of the device having a crack in the insulation. Patient's current condition is unknown per complaint form submitted.